Event description:
Revision surgery - knee stiffness, patient was unable to achieve full extension due to scar tissue. Doctor removed scar tissue and down sized the insert.

Manufacturer narrative:
This failure investigation is limited in scope since the explanted product was not returned. If the part can be returned at a future date, this investigation will be reopened. The root cause of the stiffness 3.5 months after the initial operation was identified as a buildup of scar tissue. Based on a review of the DHR and product complaint report (pcr) history, the tibial insert met material, design, and manufacturing requirements. No product defects were identified. The initial surgery was in 2008 and the revision operation was approx four months later. There was no information in this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the knee stiffness. The patient was male and 75 at the time of the revision. The revision surgery was completed successfully and a foundation p.s. Tibial insert, size 6, 9 mm replaced the original foundation constrained p.s. Tibial insert, size 6, 13 mm. The DHR was examined and there were no nonconforming material reports (nmrs) or other discrepancies identified from this lot. The pcr history was reviewed and there were no other complaints for this insert. There had been other pcrs for the 370-xx-xxx family, but none of those complaints identified a defective product or process. This is the final report.